Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown oss femoral component, catalog # unknown, lot # unknown; unknown oss assembly catalog# unknown, lot # unknown; unknown oss stem, catalog # unknown, lot # unknown; unknown oss stem, catalog # unknown, lot # unknown; unknown oss tibial tray, catalog # unknown, lot # unknown; unknown palacos bone cement : catalog # unknown, lot # unknown. (B)(6). (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05483, 0001825034-2017-05485, 0001825034-2017-05486, 0001825034-2017-05487, 0001825034-2017-05488. (B)(4).

Event description:
It was reported in a journal article that two (2) patients developed peroneal nerve palsy.